Event description:
It was reported that at a regular check, cardiomegaly was observed on a chest x-ray. An echocardiograph showed suspected pericardial effusion. It was thought that the cardiomegaly was caused by cardiac tamponade. As a result, pericardial drainage was performed. The physician also thought there was a possiblity that the lead may have caused a perforation. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.